Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited non-sustained rv oversensing. While reprogramming has been planned, no further information has become available.

Event description:
New information notes that the patient's device was reprogrammed to address the post-paced t wave oversensing on (B)(6) 2022. The patient experienced no consequences.